Manufacturer narrative:
Correction to h4: updated manufacture date from 02mar2020 to 01mar2020. Correction to h10 manufacture narrative: a 13 month complaint history review and service history review for similar complaints was performed for the serial number: (B)(6) through the aware date. There were a total of two similar complaints identified during the search period including this one.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the reported error was error "2011 air detect ( sample)" and not 2015 which was initially reported by reviewing the analyzer printouts and reproduced error 2011 by running controls and patient samples. While troubleshooting, fse noticed the sample nozzle stops above the sample and does not pick up any sample. Fse cleaned and tightened the grounding hardware for the level sense board, tightened the gray grounding wire from radius arm to level sensor board, verified the grounding of the sampling arm. Fse replaced the sample nozzle due to damaged tip causing wash to flow out at an angle, also replaced collapsed tubing on inlet side of waste pump and 2 way valve (sv202) between diluent pump and the waste pump. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2011] air detected (sample) is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the service department. The most probable cause of the reported event is due to loose connection problem, failure of the sample nozzle, 2 way valve and tubing on inlet side of the waste pump.

Event description:
A customer reported getting error message "2015 probe purge failure" on the aia-360 analyzer. The customer confirmed fresh wash and diluent were installed, primed the analyzer several times, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), progesterone (prog iii), prolactin (prl), beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.